Event description:
We received a report that a physician performed a secodary procedure to re-position an intraocular lens that had rotated about 40 degrees. In follow up it was learned that the patient's uncorrected visual acuity after the procedure was 20/25. No patient injury was reported.

Manufacturer narrative:
(B)(4). Placeholder.